Event description:
It was reported that the user provided multiple extra meal announcements to reduce blood glucose and requested assistance to perform a factory reset so the algorithm could relearn, with support provided to complete the reset and guidance to resume in bionic mode after cgm pairing; this represented an improper method of use involving the user interface. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem associated with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.